Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) episode in which this patient received anti-tachycardia pacing (atp) and shocks for ventricular tachycardia (vt) slash ventricular fibrillation (vf). The rhythm had accelerated after therapy was delivered. It was noted that therapy was exhausted. This ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that this ICD displayed a code 1007 indicative of capacitor charge time has exceeded the limit. The health care professional (hcp) was unable to bypass the battery capacity depleted (bcd) screen for charge time. Technical services (ts) noted to consider this patient unprotected at this time and recommended urgent replacement. At this time this ICD remains in service. Additional information was received that this patients ICD was unable to be interrogated. Ts discussed with the hcp hovering the wand above the device and making small circular motion. Additional information from the field representative was received that this patient was scheduled for av nodal ablation and cardiac resynchronization therapy defibrillator (crt-d) upgrade. The physician opted to replace this ICD with non boston scientific crt-d and left ventricular (lv) lead products. This ICD is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Correction to bsc aware date from 09/02/2025 to 08/29/2025.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) episode in which this patient received anti-tachycardia pacing (atp) and shocks for ventricular tachycardia (vt) slash ventricular fibrillation (vf). The rhythm had accelerated after therapy was delivered. It was noted that therapy was exhausted. This ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that this ICD displayed a code 1007 indicative of capacitor charge time has exceeded the limit. The health care professional (hcp) was unable to bypass the battery capacity depleted (bcd) screen for charge time. Technical services (ts) noted to consider this patient unprotected at this time and recommended urgent replacement. At this time this ICD remains in service. Additional information was received that this patient's ICD was unable to be interrogated. Ts discussed with the hcp hovering the wand above the device and making small circular motion.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) episode in which this patient received anti-tachycardia pacing (atp) and shocks for ventricular tachycardia (vt) slash ventricular fibrillation (vf). The rhythm had accelerated after therapy was delivered. It was noted that therapy was exhausted. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to bsc aware date from 09/02/2025 to 08/29/2025. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) episode in which this patient received anti-tachycardia pacing (atp) and shocks for ventricular tachycardia (vt) slash ventricular fibrillation (vf). The rhythm had accelerated after therapy was delivered. It was noted that therapy was exhausted. This ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that this ICD displayed a code 1007 indicative of capacitor charge time has exceeded the limit. The health care professional (hcp) was unable to bypass the battery capacity depleted (bcd) screen for charge time. Technical services (ts) noted to consider this patient unprotected at this time and recommended urgent replacement. At this time this ICD remains in service. Additional information was received that this patients ICD was unable to be interrogated. Ts discussed with the hcp hovering the wand above the device and making small circular motion.